Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had no power and it was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device had no power. A field service engineer inspected the device and confirmed intermittent power loss. The engineer was unable to log into the hardware test application (hta) to verify power issues due to outdated battery. The engineer replaced the communication sled, restarted the station, and verified that all tests passed. The customer confirmed functionality of the station, and all tests passed without further issues. Additionally, a proactive inspection was conducted in accordance with the medstation enterprise system (mses) inspection process (proactive inspection process 1601 233). A pyxis care technician successfully performed workflow verification, and no additional issues were noted. The system functioned as intended after the field service engineer repaired the device.